Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in device inner surface, fold creases and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve, one striated opening and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage.